Event description:
Patient called and mentioned that their meter reads not ok. Patient did not experience any symptoms of high or low blood sugar. Ccr was unable to resolve the issue over the phone and sent patient a new meter. Patient also reported blood glucose results of 62mg/dl with a lifescan meter and 147mg/dl on a laboratory device, performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy, thereby indicating a potential malfunction of the meter in terms of accuracy.